Event description:
It was reported that a pt presented in clinic for a follow up. Upon interrogation, an error message displayed informing the user the diagnostics were cleared due to invalid data. It was clinically resolved by reprogramming. The pt will continue to be monitored. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.